Manufacturer narrative:
Evaluation of device reveals that the weld seam has no visible defects. The weld seam area has slight damage from contact with a metal instrument. Additional information received from company representative indicates that the plate was not implanted flush with the bone. Normal distraction forces, damage at the weld seam and improper implantation of the distraction plate are considered to be contributing factors to this complaint.

Event description:
Dr implanted two micro zurich distractors in a female pt. X-rays revealed that distractor on left side had failed and dr performed procedure to replace distractor, refer to 9610905-2005-0015. During procedure for replacement of the left side dr examined right side and found that the plate had separated from the right side distractor. Dr removed distractor and replaced with 02-300-15 distractor. This is third of three incidents for this pt. Refer to 9610905-2005-00014 and 9610905-2005-00015.